Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
A zoll medical representative went onsite to evaluate the device and the customer's report was duplicated and attributed to the battery. The lithium battery was replaced to resolve the report. The device was recertified and returned to service. Analysis of reports of this type has not identified an increase in trend.